Manufacturer narrative:
Product inquiry already stated that the tibial and the talar component will not be available for evaluation as they were implanted. The polyethylene sliding core was sent to the external lab exponent. Evaluation revealed the tibial comp, single coated us version, small, the sliding core uhmpwe, 6mm and the talar comp, single coated us vers x-small, right, to be the subject products. No further associated products were reported. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. In the case presented a patient had been treated with star on (B)(6) 2005. On (B)(6) 2012 the patient went to the hospital due to pain. The pain was identified to be caused by cystic changes and bone loss around the prosthesis, which was treated by a revision surgery on (B)(6) 2012. During the revision surgery, a pathologic fracture of the medial malleolus was found, which was treated/ fixed with screws and a plate. The polyethylene sliding core was found to be slightly worn and deformed. Minor abrasive wear and deformation was found adjacent to the keel-trough. The sliding core was removed and replaced by a new one. The tibial- and the talar components were identified to be well fixed and therefore were left unchanged. Cyst formation and bone fracture in general had been experienced and are nominated in the scientific literature. It does not present an unanticipated event in itself. ¿the by-products of frictional wear between the metal and polyethylene components of joint replacements lead to peri-prosthetic bone resorption. This process is named osteolysis and can result in subclinical or significant bone loss, loss of implant stability, subsidence, and implant failure¿ ¿early recognition, monitoring, and treatment of progressive peri-prosthetic osteolysis may prevent loss of implant stability¿debridement of the cyst and grafting, correction of malalignment if present, and polyethylene exchange may arrest progressive osteolysis and should be performed before implant failure.¿ ¿fractures of the medial or lateral malleolus may occur intraoperatively or postoperatively¿ postoperative fractures may represent unrecognized intraoperative fractures or stress fractures that develop after surgery. Scrutiny of postoperative radiographs should include ruling out these fractures. Non-displaced postoperative fractures with stable components may be treated with casting. Displaced fractures should undergo open reduction and internal fixation to avoid implant loosening.¿ cysts were furthermore clinically assessed by a hcp: ¿cyst formation is a typical complication of ankle arthroplasty and probably caused by bone modelling according to the flux of force inside the bone structure related to the implant contact¿. ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. Based on the above information, a deficiency of the devices in questions was not verified. Nevertheless as the exact cause of cyst formation is still poorly explained / understood and probably multifactorial, a correlation between implants and cyst formation could not be excluded. In case any relevant clinical information or the implants should become available, we reserve the right to update the investigation and change the root cause. Osteolysis, periprosthetic bone loss (like cysts) and bone fracture are listed in the IFU as adverse effects.

Event description:
Star ankle was revised due to pain and pathologic fracture of medial malleolus. Pain was noted to be from cystic changes and bone loss around the prosthesis. The meniscal bearing surface was found to be deformed and worn, and was removed and replaced. Tibial component was well fixed with large granulomatous area. Talar component was well fixed. Tibial and talar components were left unchanged. Achilles tendon lengthening was performed concomitantly. There was a stable fracture found during the surgery, and it was fixed with screws and plate. Patient had hx of osteoarthritis and hypertension. Patient reported pain over medial aspect of ankle where deep implant from intraoperative fracture was placed in 2005 (resolved in 2006) and nerve irritation of saphenous nerve, causing neurogenic type symptoms over dorsum of foot in 2006 (resolved in 2007).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
Star ankle was revised due to pain and pathologic fracture of medial malleolus. Pain was noted to be from cystic changes and bone loss around the prosthesis. The meniscal bearing surface was found to be deformed and worn, and was removed and replaced. Tibial component was well fixed with large granulomatous area. Talar component was well fixed. Tibial and talar components were left unchanged. Achilles tendon lengthening was performed concomitantly. There was a stable fracture found during the surgery, and it was fixed with screws and plate. Patient had hx of osteoarthritis and hypertension. Patient reported pain over medial aspect of ankle where deep implant from intraoperative fracture was placed in 2005 (resolved in 2006) and nerve irritation of saphenous nerve, causing neurogenic type symptoms over dorsum of foot in 2006 (resolved in 2007).